Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low pacing lead impedance was observed. For the past six months, the pli has been decreasing. Lead replacement was suggested. However, the physician decided not to explant the lead.